Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical and confirmed the patient had an iliac with marked tortuosity. Marked tortuosity of the femoral or iliac artery is a contraindication of the manta device. The stiff wire and procedural sheath could be visually seen as being difficult to advance beyond the marked tortuosity due to the required turning and manipulation. From the complainant report, post procedural angiogram showed extravasation at the access site and a hematoma on the left side. A contralateral balloon was inflated unsuccessfully and a surgical cut down was performed to suture the vessel to stop the bleed. Additionally, access site minor bleeding required a transfusion of 1 unit of blood. Operative notes were acquired from the surgical cut down; however, they were not comprehensive in describing the manta deployment nor the location of the manta implant after deployment (in the vessel, in the tissue tract, or in the proper location). Therefore, it remains inconclusive the cause of the failure for the manta device being unable to close the puncture hole. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed. It was determined this type of incident is a known risk that remains below risk documentation's acceptable occurrence limit. The device history record was reviewed and no non-conformities related to this event were identified. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.

Manufacturer narrative:
The EU IFU lists access site complications leading to bleeding and hematoma as possible adverse events that may require percutaneous treatment and surgical repair. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
A tavr was performed on (B)(6) 2019 using a left femoral artery access. Following closure with manta 18f extravasation was visible on angiogram at the access site. A hematoma was also reported on the left side. The physician attempted to treat the patient with insertion of a balloon from the contralateral side and inflation at the access site. Hemostasis was not achieved and the physician then chose to perform a surgical cut down. It was also reported that there was access site minor bleeding which required a transfusion of one unit of blood. The patient was said to recover without sequelae from the minor bleed (B)(6) 2019, and from the hematoma and surgery (B)(6) 2019, and was discharged (B)(6) 2019. Further e-mail communication with the site (B)(6) 2019 reported that the surgeon sutured the arteriotomy site to stop the bleeding and manta was not explanted.